Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 10/26/2016. Bd had not received samples, but photos were provided by the customer facility for investigation. Photos confirm customers' indicated failure mode of a broken glass tube under the stopper. Additionally, 200 retained samples were selected from bd inventory for visual examination for the customer's indicated failure mode of broken glass near stopper, no defects were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Although the defect is confirmed via photo, bd was not able to duplicate or confirm the customers¿ indicated failure mode. No definitive root cause could be established as to when or how the damage occurred.

Event description:
It was reported that during blood sampling, blood leaked around tube stopper, the glass underneath was broken from a bd vacutainer® glass ctad tube with a lt blue bd hemogard¿ closure. No serious injury, blood to mucous membrane exposure or medical intervention was reported.